Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices with reported issues referenced in b5 are filed under separate medwatch report numbers. Na.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, no suture were present when the plunger was pulled. This occurred with all three devices. The suture of a new proglide device was successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device issue. H6: health effect code 4641 deleted. Medical device problem code 1142 deleted.

Event description:
Subsequently to the initially filed emdrs, the following information was corrected: a proglide suture was successfully pre-placed. When attempting to place the second proglide device, two cuff misses [suture retrieval issues] occurred in succession [not three as previously reported]. The suture of another proglide device was successfully pre-placed. The successfully pre-placed proglide sutures were used to achieve hemostasis after the evar procedure. No additional information was provided.